Event description:
According to the reporter, after an esophageal procedure, the study was reviewed and it appears that the capsule detached from the patient's esophagus early. The study was performed as an outpatient procedure and the last known patient status is reported as being stable. There was no harm to the patient and the study will be submitted for review but no equipment is being returned. A repeat procedure was necessary due to the alleged device malfunction. No known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.